Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
They placed a jada in that "did not resolve the bleeding [device ineffective]. Caller reports the 30-minute safety check was not done [device use issue]. No other ae reported, no pq. Reported [no adverse event]. Case narrative: this spontaneous report originating from united states was received from physician referring to 22-year-old non pregnant female patient via women's health representative. The patient's medical history included patient didn't have the strength to push the fetus, cesarean section, uterine massage, extended labor, two gravida, two para, live birth and singleton pregnancy. The patient's historical drugs included misoprostol (cytotec), carboprost trometamol (hemabate) and tranexamic acid (txa). The patient's concurrent conditions included high blood pressure, uterine atony. The patient's concomitant medications and drug reactions/allergies were not reported. This report concerns 1 patient(s) and 1 device(s). Approximately in (B)(6) 2024 (also reported as sometime last week), the patient was placed with vacuum-induced hemorrhage control system (jada system) (lot # and expiration date were not reported) via intravaginal route for postpartum bleeding. Approximately in (B)(6) 2024 (also reported as sometime last week), the physician had a patient, and they placed a vacuum-induced hemorrhage control system (jada system) that did not stop the bleeding (device ineffective). The patient attempted a vaginal birth but lacked the strength to push, resulting in a cesarean delivery. Physician did not use methergine due to the patient's high blood pressure. The physician was unaware of the patient's blood pressure. Vacuum-induced hemorrhage control system (jada system) was in place for an hour. The patient became toned with vacuum-induced hemorrhage control system (jada system) in place. The 30-minute safety check was not done (device use issue), however, because the patient rebled and had another bleeding episode when they disconnected. The patient had lost 2 liters of blood prior to vacuum-induced hemorrhage control system (jada system) placement and 3.8 liters of total blood loss. Following the device removal, the patient underwent a hysterectomy. The patient was stable. No other adverse event reported (no adverse event), no product quality complaint reported. The patient sought medical attention. The patient had previously given birth to a live infant and had no history of abnormal postpartum uterine bleeding or hemorrhage. There was no invasive placenta. The vacuum-induced hemorrhage control system (jada system) worked without issue, and it was placed for 1 hour, but the bleeding continued. Bleeding re-started during the vacuum-induced hemorrhage control system (jada system) verification step. After initial bleeding control by vacuum-induced hemorrhage control system (jada system), there was another bleeding episode. No more than one vacuum-induced hemorrhage control system (jada system) device used. The device was not removed or reinserted for any reason. Blood products were required during the peripartum period, as reported by the physician. She thought fresh frozen plasma, platelets, and packed rbcs; the physician was unsure of the amount but thought it might be 2 units of packed rbcs. Approximately in (B)(6) 2024 (also reported as sometime last week), therapy with vacuum-induced hemorrhage control system (jada system) was withdrawn. Upon internal review, the event device ineffective was considered to be serious due required intervention (devices) and medically significant. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.